Event description:
The customer stated that insulin was squirting out during the manual prime and an alarm occurred. The customer was connected during priming and thought that she may have delivered an entire reservoir of insulin into her body. The customer's blood glucose reading was 44 mg/dl. The customer was advised to seek emergency medical attention. It was later reported that the customer was hospitalized due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.